Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted several times without user intervention. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2013 with the following findings:during investigation, a review of the pump¿s history showed no pump reboots. The battery compartment was found to be intact with no damage. The battery cap was able to fully tighten; the battery cap height and width were within specifications. There was moisture contamination observed on underside of battery cap. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings observed. A battery compartment leak was found during testing. The pump case was removed and no evidence of additional moisture contamination was found inside pump. The battery terminal contacts showed no evidence of intermittent contact. The issue of intermittent power was unable to be duplicated.